Event description:
It was reported to medtronic neurosurgery that audiologists at the (B)(6) hospital in (B)(6) have reported that the physicians have replaced existing programmable vp shunts with a non-programmable model.

Manufacturer narrative:
The products were unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. The initial reporter did not provide any additional information regarding these events. It is unknown whether the devices involved in the events were medtronic products. All of the valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.